Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) xifnt411 (osseotite tapered certain implant 4 x 11.5mm) for evaluation. Visual evaluation was performed, a fracture has been identified at the implants bottom section. DHR review was completed for the subject lot number 2120012749. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120012749, for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified at the implants bottom section. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (b)4).

Event description:
It was reported a fracture of the lower part of the implant at tooth site 45 observed during the clinical procedure. No impact on the patient was reported. The process was completed with another implant.